Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, false pause episodes and false asystole's were noted. Reprogramming was performed to resolve this issue. The patient was in stable condition.